Event description:
It was reported that a device has a constant door not fully latched message. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4)the device was returned to baxter and an evaluation was performed. The device rec'd was inoperable due to the "door not fully latched" messages caused by loose link screws (upper and third). The message was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws will be replaced during the repair process.